Event description:
A customer reported experiencing multiple ongoing occlusion alarms, which technical support could not verify through the pump's history. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed these high levels by administering correction boluses via the pump without needing third-party assistance. Each time an alarm occurred, the customer dismissed it and resumed insulin delivery.